Manufacturer narrative:
A regent issue can be excluded since the provided qc and calibration traces showed no abnormalities. The product labeling for tina-quant c-reactive protein IV states: "as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample, which could cause falsely lowered results." The product labeling for cardiac c-reactive protein (latex) high sensitive states: "although measures were taken to minimize interference caused by human anti-mouse antibodies, erroneous findings may be obtained from samples taken from patients who have been treated with monoclonal mouse antibodies or have received them for diagnostic purposes." The investigation did not identify a product problem. The cause of the event was consistent with an interference caused by rituximab, which contains mouse antibodies, causing the lower tina-quant c-reactive protein IV and cardiac c-reactive protein (latex) high sensitive measurements.

Manufacturer narrative:
The tina-quant c-reactive protein IV reagent lot number was 869782. The expiration date was not provided. The cardiac c-reactive protein (latex) high sensitive reagent lot number was 832971. The expiration date was not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant c-reactive protein IV assay and cardiac c-reactive protein (latex) high sensitive assay on a cobas c 503 analytical unit. On (B)(6) 2025: the patient's c-reactive protein (crp) result from a different laboratory using the immunoturbidimetry laboratory method was 186.00 mg/l. Tina-quant c-reactive protein IV comparison results: on (B)(6) 2025: the patient's initial result from the c 503 analyzer was 5.55 mg/l. On (B)(6) 2025: the repeat result from the cobas c 503 analyzer was 5.79 mg/l. The repeat result from a support laboratory that uses latex crp assay in an atelica analyzer was 15.55 mg/dl or 155.5 mg/l. The repeat result from the c 503 with dilution was 5.56 mg/l. Cardiac c-reactive protein (latex) high sensitive comparison results: on (B)(6) 2025: the initial result from the c 503 analyzer was 82.9 mg/l (accompanied by a data flag). The result after dilution was 7.60 mg/l. The repeat result from the c 503 analyzer was 82.6 mg/l (accompanied by a data flag). The result after dilution was 6.24 mg/l. The repeat result from a support laboratory's cobas c 702 analyzer was 6.31 mg/l or 0.631 mg/dl. On (B)(6) 2025: the repeat result from the c 503 analyzer using a dilution factor of 1:2 was 103 mg/l (accompanied by a data flag).